Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a non-tortuous, moderately calcified, 75% stenosed bifurcation lesion in the left main coronary artery and left anterior descending artery. A 4.0x15 mm nc trek balloon dilatation catheter (bdc) was advanced for pre-dilatation; however, during the third inflation at 12 atmosphere the balloon ruptured. The bdc was removed from the patient anatomy without resistance. A non-abbott bdc was used to successfully complete the procedure. There were no adverse patient effects or a reported clinically significant delay in the procedure. No additional information was provided.